Event description:
On 12/22/98, during placement of port for chemo, a vein laceration occurred which developed into a hemothorax. The patient expired; numerous attempts were made to stimulate the heart and resuscitate the patient, but were unsuccessful.